Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the right ventricular (rv) lead the patient experienced a sudden onset of a malignant arrythmia. After external defibrillation the patient's condition stabilized briefly but then relapsed, with hemodynamic instability. The incision was closed and the patient's condition was controlled with medication. The patient was transferred to the critical care unit. The lead was not implanted.